Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore&#59412;tag&#59412;thoracic endoprostheses (tg2810/06403150, tg3115/05776116) to repair a thoracic aortic aneurysm. A conduit was used for access. The patient tolerated the procedure. After the procedure on the same day, the patient developed paraplegia. The physician reported that it was unknown whether the paraplegia was related to the device or the procedure. Spinal cord drainage and medical treatment (naloxone) was performed to treat the paraplegia. On (B)(6) 2009, the patient was discharged. Mild paraplegia remained. The physician elected to monitor the patient. The diameter of the aneurysm was 47 mm. On (B)(6) 2010, six month follow-up examination showed the paraplegia remained. The diameter of the aneurysm was 47 mm. On (B)(6) 2010, one year follow-up examination showed the paraplegia remained. The diameter of the aneurysm was 47 mm. On (B)(6) 2011, two year follow-up examination showed the paraplegia was resolved. The diameter of the aneurysm was 43 mm. On (B)(6) 2012, three year follow-up examination showed no issues. The diameter of the aneurysm was 41 mm. On (B)(6) 2013, four year follow-up examination showed no issues. The diameter of the aneurysm was 42 mm. No further information was available.